Manufacturer narrative:
(B)(4).

Event description:
The patient received a questionable result from the coaguchek xs meter serial number (B)(4). The result was 6.2 inr. Less than seven hours later, the patient had a result of 4.4 inr on the doctor's coaguchek meter and strips. The doctor believed the reading of 4.4 inr to be the correct result. No changes were made to patient's medication dosage based on the results. The patient was not adversely affected. Therapeutic range is 1.4-4.2 inr. A new fingerstick was used for each test. The patient was not suffering from an autoimmune disease and had no renal or liver insufficiency. The patient was not anemic and had no antiphospholipid antibodies. The suspect product was requested to be returned and the replacement product was sent. Relevant retention test strips (lot 139821-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.

Manufacturer narrative:
The customer's meter was received for investigation was tested with masterlot strips in comparison to a retention meter with masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr & 2.6 inr. Donor hct: 40% & 49%. Donor 1: masterlot / customer meter and masterlot 2.7 / 2.7. Donor 2: masterlot / customer meter and masterlot 2.6 / 2.5. All inr values were within the specified maximum difference between measurements. No error messages occurred and the returned and retention material met the specifications.